Event description:
The caller reported a malfunction in their tandem pump, which occurred while they were updating the pump's software. There was no adverse impact to the customer's blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.